Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a broken haptic was observed and the lens was removed. Following the surgery, the patient was noted to have a corneal ulceration and was treated with medication.

Manufacturer narrative:
The product was returned and evaluated along with a video of the procedure. The complaint of a broken haptic was observed. The video supports the observed damage; however, the lens loading and cartridge preparation were not shown. While we are unable to specifically identify the cause of the damage to the lens, the observations reasonably suggest that it occurred due to improper handling as outlined in the directions for use. Product history records were reviewed for the monarch and lens lots and documentation indicates the products met release criteria. There have been no other complaints reported in the lot number.